Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 198 mg/dl while using the ilet, which they attributed to an incomplete meal announcement caused by insufficient insulin in the cartridge that only became apparent when delivery did not complete; the user changed all supplies and chose to allow the ilet to correct. Symptoms included elevated blood glucose. Outcomes included no alarms, no hospitalization, and resolution efforts through user-led troubleshooting and education. Investigation included complaint intake and user troubleshooting guidance. Investigation of this case revealed user-reported interrupted insulin delivery due to depleted insulin supply, with no device alarms reported and no additional device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user-reported factors without confirmatory device data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.